Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the battery was depleted, so impedances were unable to be checked pre-operatively. During a battery replacement procedure, impedances were checked. Impedances were noted on electrode 0. Post-operatively, they set stimulation up for the patient and "max setting impedances reached on electrode 1 and 3," and they were unable to increase stimulation, as impedances inhibited them to increase stimulation before the patient had a sensory response. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. The healthcare provider did wipe the lead intraoperatively, with "both a wet and dry" before placing the lead into the battery header. Post-op, they set the patient up to ensure sensory responses, but the patient was only able to feel stimulation on 2 of the 4 electrodes with limited stimulation available on programs 1 and 3, with max settings due to impedances at 0.8 ma and 0.7 ma . The programmer would not allow them to increase therapy beyond 0.8 ma on program 1 or 0.7 ma on program 3. They set the patient up on program 4 and they had sensory response at 7 ma. No interventions were taken. The issue was not resolved at the time of the report. It was noted surgical intervention had occurred. Additional information was received from a healthcare provider via a manufacturer representative (rep). When asked to clarify the previous report of no intervention having occurred, but then noting surgical intervention occurred, the rep responded the patient had a battery replacement due to battery depletion. No intervention occurred related to the impedances. They further clarified the reason for the battery replacement was natural battery depletion, and that the surgical intervention from the initial report was solely in reference to the expected battery replacement procedure. The rep reported the cause of the impedance issue was unknown, as well as what most likely caused or contributed to it. The cause of the limited stimulation, maximum settings, inability to increase stimulation, and lack of stimulation sensation on certain electrodes was unknown, as well as what most likely caused or contributed to the issue. When asked what steps were or would be taken to resolve the issue, they reported, "no steps to resolve, patient is set up on current stimulation setting where no max settings and patient was able to feel the stimulation." It was unknown if the issues had been resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0fkmy, implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.